Event description:
The customer stated that she was hospitalized for high blood glucose levels, with a reading of 575 mg/dl. The customer was vomiting and close to going into diabetic ketoacidosis. The customer was unable to troubleshoot at the time of the call, but wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform the occlusion or excessive no delivery tests due to the prime anomaly. The insulin pump passed the displacement test.